Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during this patient's right ventricular and left ventricular lead revision procedure, this right atrial (ra) lead was also removed and replaced. Upon opening the pocket, the physician found that the leads had been tangled in the area near the existing device. Once one lead was removed, all the leads came out. The patient was also found to be occluded, and the entire system was removed and replaced. There were no reported clinical observations regarding the ra lead prior to the revision. No additional adverse patient effects were reported.